Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient died one day post-implant of a leadless implantable pulse generator (ipg). The cause of death was provided as cardiac arrest. It was reported that there were no complications during the implant procedure and the condition of the patient was stable post- implant. There was no alleged device malfunction.